Event description:
Received two electro shocks. Have many physical problems after these treatments, including: panic attacks, severe headaches, major vision problems and permanent memory loss, chest pains, extreme insomnia, high blood pressure, and nausea.